Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. Kinks and knots were found on the cable and the serial number is faded. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report images not coming from their camera head. The reported phenomenon occurred during an unknown procedure. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to an internal disconnection of the cable. It¿s probable the internal disconnection was due to buckling and breakage of the cable. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.